Event description:
Event description: as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position a perclose failed due to patient anatomy. A femoral angiogram was performed and revealed a small area of extravasation. Pressure was held and a 2nd angio was performed and revealed improvement. The bleed was able to be controlled manually. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).